Event description:
A report was received per social media that the patient was experiencing pain during the trial. It was noted the patient could not walk without his walker when turning the stimulation on.